Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. It was also received with cracked reservoir tube lip, minor scratched lcd window and scratched case. No moisture damage found on the electronics, motor, battery tube and vibrator assemblies.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons became unresponsive after it was exposed to rain. Blood glucose value was 191 mg/dl. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.